Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). The date received by manufacturer has been used for this. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8354037, medical device expiration date: na, device manufacture date: 19-feb-2019. Medical device lot #: 4020310, medical device expiration date: na, device manufacture date: 16-apr-2014. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safe-clips¿ were not clipping. The following information was provided by the initial reporter: safe clip needle clippers are not working and stated that the needle will not go into the hole.

Manufacturer narrative:
Investigation summary: customer returned two safeclip needle trimmers from lot 8354037. Visual inspection found observable wear to the safeclips. Attempts were made to insert spare pen needles into the mouths of the safeclips. Despite the cannulas lining up properly with the mouths of the safeclips, the cannulas could not be inserted into the needle trimmers. Looking at the mouth of the needle trimmer under magnification found the remnants of previously trimmed pen needle cannulae. Material build up at the mouth of the trimmer on the trimming components may have resulted in the needle trimmer becoming blocked. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the safeclip not trimming needles. The root cause of safeclip not clipping may be wear and material build-up over time as the result of use.

Event description:
It was reported that 2 bd safe-clips¿ were not clipping. The following information was provided by the initial reporter: safe clip needle clippers are not working and stated that the needle will not go into the hole.